Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Visual inspection noted the irrigation extension tubing was detached and separated from the luer fitting at the adhesive joint. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Both right and left curves reach the specified area of the template, the device passed the dimensional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 08 december 2021. It was reported that there was an unspecified issue with an intellanav mifi open-irrigated ablation catheter, no additional details were provided. However, analysis of the returned complaint device revealed a detached luer.